Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was displaying a different blood glucose (bg) value on the bolus screen in comparison to the continuous glucose monitor graph. At the time of the report, the issue had been resolved. The customer's blood glucose (bg) level was 187 mg/dl.